Manufacturer narrative:
Corrected data: h6-health effect- impact code: "4629" should be removed and "4627" should be added. Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7 -5.00/2.5/090 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od). On (B)(6) 2023 the lens was exchanged for a shorter length lens due to high vault. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4) .